Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was in hybrid mode at the same time that the icon displayed that "battery in use". Also, the a/c power cord would not retract. No patient effects as the machine was exchanged for another one.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings and investigation conclusions). Corrected fields: d4 (version or model, catalog and UDI). The customer stated the malfunction occurred due to faulty electrical outlets. The fault was not because of the pump and the complaint was cancelled from the customer's end. H3 other text : customer cancelled complaint.